Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during a secondary infusion, both IV bags are infusing. The customer would like to know what is causing this. "Is it a setup issue or the system issue?". There patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported that the during a secondary infusion, both IV bags are infusing on patient was not identified during the customer call. Case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during a secondary infusion, both IV bags are infusing. The customer would like to know what is causing this. "Is it a setup issue or the system issue?". There patient involvement but no harm.